Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that since the most recent update to spectrum pumps there has been an issue with priming volume, where 1l of fluid is not enough to prime and the bags were running dry causing air to be introduced. Many years ago, this was a problem, and they would always have another bag ready to change out, or the heparin bags were overfilled purposely. There was no report of patient injury or medical intervention associated with this event. No additional information is available.